Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error caused or contributed to the reported bg event; the patient was using a pump with a damaged keypad. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.

Manufacturer narrative:
Outcome should be "life-threatening."

Manufacturer narrative:
Outcome should be "life-threatening."

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad and the bolus button were found to be missing. The investigation on the keypad issue was not able to be completed due to the missing keypad. Use error caused the reported event as the patient continued to use a damaged pump while using insulin pump therapy. A damaged keypad and a damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the pump's history.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that patient experienced a bg in the range of 300mg/dl with ketones. It was indicated that the keypad came off on (B)(6) 2012 and that the keypad buttons were not working. The reporter stated that the pump was self suspending and he believed that is what led to the alleged bg excursion. The reporter was unable to provide any further details. The patient reportedly wore the pump in a pocket and did not clean the pump. It is unclear at this time if the alleged keypad malfunction was related to the self-suspending issue. This complaint is being reported due the patient experiencing hyperglycemia while using insulin pump therapy. Use error caused or contributed to the reported high bg event due to the patient using a pump with a damaged keypad. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.